Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tka. It was reported that during the surgery, when the nurse opened the cement¿s package, the inner sterilized package had been torn and it was unclear. The surgeon used another cement. The surgery was completed without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A photo review confirmed the reported event. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. H6 component code: appropriate term/code not available (g07002) used to capture packaging damaged and compromised sterility.